Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasion were found at 9.5-13.3 cm and 9.8-13.5cm from the distal tip. External insulation abrasions were found at 11.2-11.7cm and 12.2-13.4cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented to normal follow-up. Externalized conductors were noted via diagnostic imaging. The lead was explanted.